Event description:
It was reported that in the middle of a colonoscopy with polypectomy using the subject device, an internal gasket released in the patient and was retrieved without any harm. There was also another matter from a previous patient that looked like a corn kernel that was also released into the patient, but the customer was unsure if this was from the gasket release. The foreign materials fell into the transverse colon and were retrieved using biopsy forceps. The customer further clarified that the suction did not work well during the case when starting to withdraw the scope from the cecum and the suction was replaced, swapping button and flushing. A snare was then passed with small mucus from the channel but had difficulty passing. A 2-3mm intact rubber gasket came free from the scope and was noted in the colon. Suction then worked well, and the channel was clear. The gasket was grasped with forceps and completely removed. The outcome of the procedure was not affected, and the patient did not require any additional medical intervention. The procedure was completed with the same device with a delay of approximately 30 minutes. The surgeon reported on post-op findings that the patient had a tortuous colon. There were no reports of patient harm and the patient's current condition is good. It was noted that the device was cleaned before use with a non-olympus reprocessor. There were no reprocessing concerns. The device was also inspected prior to use.